Event description:
It was reported that the syringe 3ml ll w/ndl 18x1-1/2 blunt fill was "melted" near the 3ml mark. The following information was provided by the initial reporter: "the 3ml syringe was melted near 3ml mark."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-11. H6: investigation summary: one photo and one loose 3ml syringe (p/n 305060) with blunt fill needle in a partially opened package from batch #1036034 were received. The sample was visually evaluated. The barrel and plunger rod were crushed just below the flange. The damage on the plunger rod aligned with the location in which the barrel was damaged. Potential root cause for the damaged syringe defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch #1036034 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl 18x1-1/2 blunt fill was "melted" near the 3ml mark. The following information was provided by the initial reporter: "the 3ml syringe was melted near 3ml mark."